Manufacturer narrative:
Exact implant date is unknown.

Event description:
The patient had presented with palpitations and a sudden onset of dyspnea for two days. Intraoperatively, the valve was found to be partially obstructed with a clot and pannus. The valve was removed and replaced with an sjm tissue heart valve. The patient had an uneventful recovery.